Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace backup battery alarms was confirmed. A log file was submitted for review from the returned heartmate 3 system controller (serial number: (B)(6)) that showed events spanning approximately 2 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Backup battery fault alarms coincident with ebb memory tag faults were active throughout the log file. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Additionally, a log file was downloaded for review that showed events spanning approximately 3 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2000 per timestamp). Events occurring on 01jan2000 were recorded during testing at abbott. Backup battery fault alarms coincident with ebb memory tag faults were active on (B)(6) 2023 from 01:17:52 until the controller was put into sleep mode following a system controller exchange (07:51:44). Pump operation was not affected. The driveline was disconnected on (B)(6) 2023 at 07:50:48 for a system controller exchange. There were no other notable events active in the log file. The system controller underwent preliminary and functional testing and passed; however, an intermittent replace backup battery message became active on the system monitor during extended operation while connected to a mock loop. Visual inspection confirmed a damaged/deformed metal contact in pin 5 (memory tag (I/o)) of the backup battery ribbon cable connector that was preventing a proper contact with the pin within the backup battery, which is consistent with the data captured in the log file. The damage appears to have occurred during physically mating the two parts. The pin was crimped and reinserted into the backup battery connector. The ribbon cable was connected to the backup battery and controller and run on a mock loop for an extended duration. The backup battery fault was unable to be reproduced. The root cause for the reported event was determined to be a deformed metal contact on pin 5 of the backup battery ribbon cable. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and no external power alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook, rev. D,and heartmate iii instructions for use, rev. C, under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook, rev. D, and heartmate iii instructions for use, rev. C, caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a replace backup battery alarm. The backup battery was inspected at the patient's bedside without apparent defect. Disconnecting and reconnecting the battery resolved the alarm for 10 seconds, but the alarm returned. The backup battery was replaced with a new backup battery, after which the alarm resolved. The patient came back into the clinic on (B)(6) 2023 and reported that the replace backup battery alarm had returned. The system controller was exchanged.